Event description:
On the day of the event, the international distributor informed the manufacturer's international representative of the following: j-tip guidewire blocked in sheath. No movement possible. They had to open a new set.